Manufacturer narrative:
Per tandem's user guide:"make sure the needle is still in the fill port and release the plunger. Pressure will pull the plunger to its neutral position but it will not push any air back inside the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer was performing the incorrect air removal process. Tandem technical support educated the customer on the air removal process. Customer's blood glucose level was 121 mg/dl.